Event description:
The account stated that the axsym analyzer is generating discrepant results on 2 patient samples. On patient #2, the initial result was negative (0 iu/ml), the sample was retested twice and both results were positive. This patient was known to be latex positive. There was no impact to patient management reported.

Manufacturer narrative:
The customer stated the axsym serial number 16424 generated discrepant toxo igg patient results in 2009. The discrepant toxo igg results did not adversely impact patient management. The customer performed a toxo igg precision run, and the axsym generated a cv of 16.84%. The customer replaced the processing and sampling probe to resolve the discrepant results issue. The customer ran another toxo igg precision run and the axsym generated a cv of 7.87%. The customer also performed a successful fluidics check. The complaint text documents malfunctioning probes was the probable cause of the discrepant toxo igg patient results. The axsym system operation manual contains adequate information on the probable causes and corrective actions for discrepant results. The corrective actions listed include cleaning, replacing and calibrating the probes. The toxo igg package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym performance. The abbott metrics reports for the axsym analyzer did not identify any adverse trends due to toxo igg assay discrepant results generation, or adverse trends due to any axsym probe issues. The most probable cause of the discrepant toxo igg patient result was the use of a malfunctioning sampling and/or processing probe. The actual cause of the suspect toxo igg patient result could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the axsym probe list no.09a59-01 related to the issue under investigation. This is the final report.